Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the device was explanted due to premature battery depletion. Additionally, the patient developed an infection; therefore, the entire system was explanted and replaced. There were no additional adverse effects to the patient reported.